Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instruments involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was removed and did not catch on the cannula lip. Instrument insertion to and removal from the cannula was performed a total of three times without issue. No damage or deformity found to the grip tips. The instrument was fully functional. An additional observation not reported by site that was not related to the customer reported complaint was that the instrument was found to have a prematurely activated life indicator. The life indicator shows red and expired. A review of the logs shows the instrument has four lives remaining and not expired. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the force bipolar (part# 471405-06 / lot/serial# k10210921-0245) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. A review of the provided image by regulatory post market surveillance (rpms) analyst is consistent with the reported complaint of deformed metal part of the wrist. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the force bipolar instrument got damaged during use. The wrist's metal part of the forceps was deformed and the instrument could not be removed from the cannula. The customer used a backup forceps to continue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was no unintended tissue removal due to the reported issue. The instrument was not grasping tissue when the issue occurred. The force bipolar instrument did not collide with any other instruments/accessories before the wrist became deformed. The incision line was not enlarged to remove the cannula and force bipolar together. No intra-operative or post-operative complications were found. The surgery time was extended by 20 to 30 minutes due to the reported issue. There was no injury to the patient and no long-term complications.